Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, stained keypad overlay and missing retainer. Unable to perform displacement test due to missing retainer.

Event description:
The customer reported via phone call that the clear piece on insulin pump reservoir lip kept popping off. The customer¿s blood glucose level was 220 mg/dl. The customer reported that a piece that snaps off the reservoir compartment lip was just hanging on tubing however, the reservoir was locking in place. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.